Manufacturer narrative:
(B)(4). It was reported the patient does not required ventricular pacing. Daily measurements were programmed off and the system will continue to be monitored at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Sensing and threshold measurements were good. It was noted that the increase in pacing impedances was gradual. No adverse patient effects were reported.